Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. Additional device implanted and involved in this event(B)(4).

Event description:
On (B)(6) 2014 the patient underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. Final angiography showed complete exclusion of the aneurysm with no evidence of an endoleak. The patient tolerated the procedure. On an unknown date follow-up CT imaging showed the posterior portion of the proximal aortic neck to be heavy ladened with thrombus. On (B)(6) 2015, the patient underwent emergent surgical repair of a contained rupture. The physician elected to explant both devices and surgically repair the aneurysm. The devices were explanted with no issue, and the patient tolerated the procedure. It was reported that the thrombus compromised the seal of the trunk-ipsilateral leg component, thereby resulting in the contained rupture.